Event description:
The device was used to check the customer's blood glucose. A result of 108 mg/dl was obtained. Five mins later they were unresponsive. Emts were called and they checked pt's glucose and the level was 49 mg/dl. Pt was taken to the hosp. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.